Event description:
The customer's wife reported via phone call that the customer had battery out limit alarms and has changed the battery several times. Customer stated that the alarm occurred in the middle of the night when he was sleeping, so he changed the battery and went back to sleep. Customer stated that the alarm started again with another battery. Customer did not check on the first event, but he woke up the second time. Customer's blood glucose was 250 mg/dl. Customer stated that the pump alarmed during normal use. Customer stated that he reset the time and date after the alarm went off. Customer will be sent a replacement battery cap. Customer was advised to monitor the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.